Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy calcification and mild tortuosity. The balance middleweight (bmw) guide wire was advanced without issue. Intravascular ultrasound (ivus) was performed. A non-abbott balloon was then advanced and dilatation was performed; however, during the attempt to remove the balloon, resistance was met with the bmw guide wire, and the balloon could not be removed. The devices were removed as a unit and a new bmw guide wire was used to complete the case successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for investigation, which confirmed the reported difficult to remove the guide wire from the balloon catheter. Based on visual and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.